Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  The reported condition was confirmed.  The assignable root cause was determined to be misuse by allowing the cord to come in contact with a sharp object.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery it was discovered that the cord was frayed on the foot control device. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The reporter stated that there were no injuries caused. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.